Manufacturer narrative:
(B)(4).

Event description:
A talent aaa stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient was in for a routine follow up and had an angiogram. The physician observed on angiogram that the stent graft has migrated distally with a type I endoleak. The aneurysm is currently 11 cm in diameter. The patient was successfully treated with implantation of an endurant 28 cuff and 9 endoanchors, as planned. The physician stated that the cause of the event is unknown. No additional clinical sequelae were reported and the patient is fine.